Event description:
It was reported that during the implant attempt, while connecting the lead to the device, the physician heard "a sound" from the device. It was also reported that the lead couldn't be disconnected from the device and a connector problem was suspected. The lead and device was removed and a new lead and device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage. (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was loose and detached.